Manufacturer narrative:
A maquet field service tech (fst) visited the facility and evaluated the device. He found multiple signs of damage, paint peeling, and scratches across the cupola. During this visit, the customer acknowledged that the lights have suffered repeated collisions with each other and other equipment in the operating room since the time of their install in (B)(6) 2010. The customer informed the maquet fst that he will most likely be replacing the grey outer handle tubing himself. The powerled series operating manual instructs users to verify absence of chipped paint, impact marks and any other damage, on a daily basis prior to using the device. (B)(4).

Event description:
The customer notified maquet that the handles around the light head are decomposing and cracking during a surgery in (B)(6). The operating room staff claimed to see debris fall from the direction of the light into an open surgical field at the pt's abdomen. It could not be confirmed with 100% certainty that the debris came from the powerled light. After the incident, the operating room staff observed that the light showed signs of damage and possible paint chipping. The pt was given antibiotics, and the abdomen was irrigated and examined, but the debris was not found. (B)(4).